Event description:
It was reported that this right ventricular lead (rv) presented high pacing and high impedances measurements, so it was examined by fluoroscopy and it was found to have suffered a fracture, so it was explanted, with its tip broken off so the tip was surgically abandoned. A new lead was implanted. The patient was reported to have complained of the pain resulting from a the medical intervention. No additional patient effects were reported.

Event description:
It was reported that this right ventricular lead (rv) presented high pacing and high impedances measurements, so it was examined by fluoroscopy and it was found to have suffered a fracture, so it was explanted, with its tip broken off so the tip was surgically abandoned. A new lead was implanted. The patient was reported to have complained of the pain resulting from a the medical intervention. No additional patient effects were reported.